Event description:
Revision surgery - due to the patient's shoulder dislocating; not a product failure.

Manufacturer narrative:
The reason for this revision surgery was due the patient's shoulder dislocating after 30 days of implant use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The surgeon kept the device; it was not made available to djo surgical for examination. (B)(4). The root cause of the dislocation was not reported and could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.